Manufacturer narrative:
Quality controls were within range, showing no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined that there was a failure of the sodium electrode. The electrode had been replaced by the customer. Precision studies were performed and were successful.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ise sodium electrode on a cobas c 111. The sample initially resulted with a sodium value of 129 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting with a value of 135 mmol/l. The sodium electrode was replaced and the sample was repeated, resulting with a value of 142 mmol/l. The 142 mmol/l value was believed to be correct. The serial number of the c111 analyzer is (B)(4).